Event description:
It was reported that the blades lifted. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the arthrotomes were not in the hub and was exposed. The physician tried to get the blades back into the hubs using an indeflator and syringe, but the attempts were unsuccessful. The procedure was completed with another same device. There were no patient complications reported.